Manufacturer narrative:
(B)(4). Date sent: 04/13/2023 d4: batch # 470a31. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload was received fully fired, with the pan missing. No functional test was performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device lot/batch number 470a31, and no non-conformances were identified

Event description:
It was reported that during the rectum surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.